Manufacturer narrative:
The ias computer was returned to the manufacturer for analysis. Analysis found that the reported issue was confirmed. Power was applied to the ias computer and the hard drive immediately emitted a cyclic clicking sound. No video displayed to the monitor. The ias computer was faulty. Analysis found that the reported event was related to a computer component issue. The power switching board was returned and there was no functional failure found with it. The power switching board was replaced for compatibility with the ias computer. The system computer was returned unused. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the image acquisition system (ias) computer was found to be unresponsive. The ias computer was replaced. The new computer required a new power conversion board and the system was ready for use. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the system was getting stuck in system booting, please wait. The site had turned it on in the morning and walked away from it. Forty minutes later, the site representative went back and the system was still in system booting, please wait. She tried to reboot the imaging device and called into technical services (ts). Ts had her disconnect the umbilical cord and power the system off. The site representative completed the actions, but the issue did not resolve. There was no patient was present during the troubleshooting regarding the imaging device.